Event description:
The customer reported that when the pencil was activated, the surgical staff saw flames coming from the tip of the electrode. There was no injury to the patient or staff. A blade electrode was in use along with a forcefxc generator set at 30-cut and 30-coag. The site biomed checked the incident generator and found it to function properly.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.